Event description:
It was reported that during an open procedure on jejunum, the device fired an incomplete staple line and the firing knob was broken off. No pieces fell into the patient. Additional suture was performed and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The event occurred on the second firing. The device deployed staples and cut prior to the firing knob breaking. The staples were deployed halfway of the cut line. The device was not fired over an existing staple line.

Manufacturer narrative:
(B)(4). Additional information: attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records